Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00081 on 04/17/2017 for a discordant high advia centaur xpt vancomycin (vanco) result obtained on a patient sample. 06/28/2017 - additional information: customer's vancomycin dilution results (serum): advia centaur xpt dilution: 1:2., 1:4, 1:8, 1:16. Result (ng/ml): 1.62, 1.61, <0.67, <0.67, <0.367. Customer's vancomycin dilution results (plasma): dilution: 1:2, 1:4, 1:8, 1:16. Result (ng/ml): 1.53, 2.75, 3.26, <0.67, <0.67. Returned patient sample testing results by siemens: advia centaur xpt vancomycin: n=3, reagent lot 017205, results (ug/ml), 0.88, 0.88, 1.10, mean = 0.95,sd = 0.127, % cv = 13.3. Dimension vista vancomycin: n=3, reagent lot 17088bb, results (ug/ml), <0.8, <0.8, <0.8, mean = <0.8, sd - n/a, % cv - n/a, siemens tested the returned sample on an advia centaur xpt system for vancomycin, and obtain results consistent with what was observed by the customer. The results obtained by the customer when the sample (plasma sample and serum sample from the same patient) is diluted, the observed results demonstrate levels below the assay range. This indicates there could be an interferent attributing to the initial elevated result, but is diluted out with subsequent dilutions. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant high advia centaur xpt vancomycin (vanco) result is unknown. Siemens is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A discordant high advia centaur xpt vancomycin (vanco) result was obtained on a patient sample and questioned by the physician. The vancomycin test had been ordered in error, and the patient was taking tobramycin not vancomycin. The customer recollected a serum, and plasma sample, retested the samples (neat), with serial dilutions, and obtained variable results. The patient sample was tested on an alternate test method, and the result was below the detection limit. A corrected report was issued by the customer. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xpt vancomycin result.